Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue. The pump was therefore not functionally tested due to this failure. There was not a device allegation reported; however, product analysis concluded a device malfunction. The investigation conclusion code of cause traced to component failure was chosen because a component failure was identified during product analysis.

Event description:
A device was returned to the manufacturer with documentation to support that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.